Event description:
Rptr was told she is allergic to natural rubber latex in august. She is currently working but unable to be around powdered gloves and is sensitive to rubber dust in the air, such as in warehouse stores, tire stores, and in other public places, such as malls where there are latex balloons.